Event description:
The diameter of the pusher wire was reported to be different from other coils of the same size, including same lot number. No complications were reported to have occurred during this procedure.